Event description:
It was reported that: kinked tube. The issue was identified after opening and was not use on patient.

Manufacturer narrative:
(B)(4). Failure mode "occlusion - kinked" could be confirmed with picture attached. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly.